Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral vein using an indigo system aspiration catheter 8 (cat8). During the procedure, the physician made several attempts of using the cat8 and then pulling it out of the patient to flush it. While the physician was inserting the cat8 back into the other manufacturer's sheath, the cat8 became kinked and was removed from the patient. The procedure was completed using a new cat8. There was no report of an adverse effect to the patient.